Manufacturer narrative:
Investigation results revealed that the device met all functional specifications. However, when device was operated outside of the recommended duty cycle, the device did become warm. During testing, it was also noted that the connector seals were ripped. It is suspected that the seals were torn by a damaged cable and may have resulted in high temperature. The sales rep will be instructed to follow up with the customer and provide an inservice ad/or add'l education materials. Also, the facility will be instructed to inspect cables for possible damage.

Event description:
This is being submitted following a retrospective complaint review. The user reported that the handpiece became hot which resulted in a blister to the md's hand.